Manufacturer narrative:
The subject otv-s190 was not returned to olympus medical systems corp. (Omsc), omsc could not investigate it. Omsc found the malfunction with the hd autoclavable camera head ch-s190-xz-e used with the subject otv-s190 in this event. Therefore, omsc concluded that the hd autoclavable camera head ch-s190-xz-e used with the subject otv-s190 was attributed to the cause of this event. Information regarding the serial number of the subject otv-s190 was not received, but it was confirmed that two otv-s190s were installed in the user. Omsc checked the device history record of two otv-s190s, and there was no irregularity found with both of them. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Olympus medical systems corp.(omsc) could not evaluate the subject device, because the subject device was not returned to omsc from the user facility. Omcs will continue the evaluation the subject device and ch-s190-xz-e used in combination. The otv-s190 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic hysterectomy, this event occurred. Approximately 5 minutes to 10 minutes after the case was started, noise appeared on the endoscopic image, and the endoscopic image was not displayed. The user facility checked wiring and rebooted the subject device, but the phenomenon was not solved. The user facility replaced the subject device and ch-s190-xz-e with spare devices, and completed the procedure. After the procedure, the patient has no problem. Member of dealer who visited the user facility during this procedure, heard the abnormal noise from the connection portion between the subject device and ch-s190-xz-e, before the endoscopic image disappeared.